Event description:
After 39 months of implantation, this ICD was explanted and returned because it was reported that at a follow-up interrogation, the device would not communicate. In addition, there was no magnet response.